Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer experienced blurry vision and blood glucose (bg) levels from 400-600 mg/dl. The customer continued to use the pump for insulin therapy. Reportedly, the customer also had manual injection supplies available. Multiple follow-up attempts were performed to obtain additional information; however, the customer did not respond to follow-up attempts.